Event description:
This pump was reported to deliver too much morphine to a patient. The infusion pump was reported to be programmed in a pca mode with a basal rate of 17 mg/hr and allowing four 2 mg bolus doses per hour. The morphine was being delivered from a bag that originally contained approximately 100 ml of solution with a concentration of 50 mg/ml. The patient's spouse reported that the entire bag was found empty. The on-call nurse was dispatched to the patient's home and arrived around 12 midnight. The patient initially experienced some flushing in their face and their respiratory rate dropped to 4 breaths per minute. 911 was dispatched to administer narcan to the patient. The patient's pulse was around 120 to 130, which the on-call nurse reports is normal for this patient. The patient also was reported to be experiencing hallucinations, which started after the incident and continued through the following morning when the nurse again stopped to check on the patient. The pump and associated disposables that were involved in this incident were removed from use and a different pump was given to the patient. At the time of this report no lasting adverse patient effect has been reported by the home infusion facility.